Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for malignant pain. It was reported that the patient had an infection at the ins site. The infection was confirmed once the tissue culture came back (B)(6) for pseudomonas bacteria. The rep stated that the patient had the stimulator for peripheral neuropathy as a result of cancer treatment. The patient was having regular wound checks due to reduced white blood count from chemo therapy. The wound was last checked on (B)(6) 2016 at which point the patient was put onto antibiotics. The decision to explant the entire system was made once the culture test came back (B)(6). The explant is scheduled to take place on the day of the call.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. No device analysis was performed; the device met risk based criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.